Event description:
Rptr stated that the customer received pt from the operating room and the pump was working fine. The nurse left the room and came back into the room and found that the device had shut off without warning. No pt injuries or medical interventions were reported to have occurred.